Manufacturer narrative:
Eval indicates that an intermittent connection within the alarm itself caused the noted malfunction. Replacement of the alarm corrected the discrepancy. The device had been repaired and returned to the rental storeroom. Due to the nature of the malfunction, it is being reported via medwatch; however, based on the age of the failed component, no additional failure analysis will be performed. Monitoring and reporting of similar events will continue.

Event description:
The device was returned because it was a rental that the customer no longer needed. There was no complaint against the device. During servicing, it was noted that the audible alarms did not always sound when appropriate. No death or injury resulted from the malfunction.